Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on multiple occasions after removing air from cartridge, customer could not get plunger to push insulin out of syringe. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer was able to successfully fill a cartridge.